Event description:
It was reported that during set-up for a da vinci s surgical procedure, there was a collision between one of the instrument arms and the camera arm. After the collision, the instrument arm became unresponsive. The site restarted the system, however, the instrument arm remained unresponsive. The surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that the system issue experienced by the customer was associated with a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. It was determined that the collision between the affected psm and camera arm caused a cable to loosen inside the psm, thus preventing the psm from responding. The fse repaired the loose cable and as of march 3, 2010, there have been no reported recurrences of the issue at this hospital.